Event description:
It was reported that after the sheath was inserted, they noticed the o-ring was leaking at the hemostasis valve. As a result, the sheath was exchanged for one from a different lot number. It is unknown how long the treatment was delayed, there was no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.